Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur. A fax was sent to inform the user facility of the event. In the event that the user facility submits a medwatch report, biomet will forward a copy to FDA. Evaluation of fracture found evidence of mode of fracture due to bending overload.

Event description:
It was reported that pt underwent total hip arthroplasty in 2007. Two drill bit instruments fractured during acetabular screw hole preparation and pt retained the tip section from one unit.